Event description:
On april the 13th 2016, the patient contacted lifescan (lfs) slovenia alleging that his one touch verio 2 meter had a power issue ¿ does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 19:00 he was unable/unwilling to say how he manages his diabetes. The patient detailed that continued with his usual diabetes management routine as a result of the alleged issue. The patient reported that 6 hours after the alleged issue began he developed symptoms of ¿sweaty, dizzy and felt he was going to throw up¿, shortly afterwards the patient stated that he self-treated with food and drink ¿ate cake and drank juice¿. No other blood glucose device was used to obtain a blood glucose result. At the time of troubleshooting the cca noted that correct test strips were being used, it was not the first time the subject meter was being used and there was no misuse of the meter. When the power button was pressed down and when a new test strip was inserted the meter did power on. The patient admitted he made a mistake when testing. Therefore the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.